Manufacturer narrative:
After battery installation, no blank display noted. Device passed displacement, sleep current measurement, active current measurement, and self tests. Device had minor scratched lcd window. Device p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated the there was scratch on the insulin pump display. Customer stated that insulin pump was functioning properly but the display was not clear as it should have been. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.